Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device had a hole in the hose had a hole. The device was not being used in surgery. It is unknown if injury or medical intervention were reported. No additional information was provided.